Manufacturer narrative:
There is no established exp date for this device. Eval summary: the said device was evaluated in the field. The tech conducted simulated use tests and diagnostic tests, but the reported symptoms could not be duplicated. There was no indication of power surges. This is not a single-use device.

Event description:
Per the initial reporter, in operating room (B) (6), the video routed from the switchpoint element "blinked" at least 3 different times, all simultaneously and all within a 30 minute time span. The "blinking" of the video occurred during an endoscopic case. Per the account, the video was regained after a moment in each instance. No adverse consequences occurred.